Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (replace belt messages) has been confirmed. Upon investigation the electrode belt ECG cables were severed and cut, damaging wires in the cable. The root cause for cut and severed cables was physical abuse. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing replace belt messages.